Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was changing a lightbulb. Technical services (ts) was contacted, and ts discussed noise both appropriately identified and oversensed on the electrogram (egm). It was noted the noise appeared to be reminiscent of electrode issues. The s-ICD system remains in service. No adverse patient effects were reported.